Manufacturer narrative:
An infection was observed following the implantation of these biotronik devices. The sterilization processes were investigated. The validated processes assure that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally the analyzes of validated microbiological indicators are performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Event description:
Ous MDR - this rv lead and crt-d system were explanted due to pocket infection. The infection was discovered at a scheduled lead revision for dislodgement of the lv lead.